Event description:
Customer reported a "pod failure." He stated the pod alarmed and his blood glucose (bg) was over 340 mg/dl (time unknown). At 1:00 am, upon waking, his bg was 380 mg/dl. His bg decreased and then went up again to 340 mg/dl. The pod was returned for evaluation.

Manufacturer narrative:
Internal discoloration was found within the returned pod, indicating a possible fluid leak. Inspection of the pods' interior found signs of internal leakage. A leak test was performed, which confirmed the presence of a leak in the fluid path caused by a tear in the cannula tubing. The leak would have resulted in insulin coming into contact with internal components and assemblies, ultimately causing the device to fail. A pod malfunction, therefore, is confirmed to have been a contributing factor to the customer's high bg levels. Product lot qualification records were reviewed and determined to have met all acceptance criteria. The omnipod's user guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises to treat hyperglycemia "if your blood glucose is 250 mg/dl or above, check for ketones, if ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If bgs have not decreased, take a second bolus by injection, using a sterile syringe. If bgs remain high after another 2 hours (a total of 4 hours), replace the pod. Then contact your healthcare provider for guidance." An investigation into this failure mode was conducted and as a result process improvements were made. This lot (30443) was manufactured prior to the implementation of those changes.